Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a leaky super capacitor. The pneumatic block and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower and an error message (sf218) related to a main board error. There was no patient harm or serious injury reported as a result of this incident.